Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The output was then re-adjusted. When the patient had device replacement procedure, the physician found out that this rv lead's insulation was damaged and the conductor cables were exposed. The physician decided to surgically abandoned the lead and new lead was implanted as replacement. No additional adverse patient effects were reported.